Manufacturer narrative:
During the inspection of the implant, it was noted that the returned implant was part number 0605 and 0609 as originally reported. No observable defect could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product because the lot number provided by the doctor's office was incorrect.

Event description:
Dr. Reported that an implant failed due to bone loss. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1998-00269 and 2023141-1998-00270.